Event description:
During percutaneous intervention, the whisper wire distal tip posterior to a stent became entangled, and the cardiologist was unable to retrieve it after multiple attempts. The plan indicates allowing two weeks for endothelialization prior to reattempting to remove the distal wire fragment.